Manufacturer narrative:
Concomitant medical products: product ID: b35200, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the handset displayed error code 1339 and it was indicated that the implantable neurostimulator (ins) was turned off. It was later used without any problems, but the timeline data on the clinician tablet could not be obtained normally at patient visit on (B)(6) 2021. There were concerns regarding device operation, but no problems with usage. It was stated data was not restored and there was no health hazard, so treatment was continued, as treatment stop could result in patient condition deterioration. The patient has adaptive dbs setting (hence sensing is set) and he/she is clinically fine, but the issue is brainsense timeline was not showing anything. No lfp recording data either. Only pink marks for events but the event is not showing any information at all. Additional information noted the cause of the ins turning off was not determined. It was also reported the controller battery was removed and re-attached. The stimulation settings were checked with the clinician tablet. The patient was implanted for parkinson's disease.